Event description:
The patient was reportedly experiencing facial nerve stimulation. Device testing revealed abnormal results. Reprogramming was attempted, however problem was not resolved. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient has not reported any issues with the device and the patient is no longer considering revision surgery at this time. The patient's device remains implanted. A review of the device history record revealed rework noted. This is the final report.